Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely depressed creatinine (ecrej) patient sample test result was obtained on an atellica ch 930 analyzer. Siemens is investigating.

Event description:
One falsely depressed creatinine (ecrej) patient sample test result was obtained on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00095 was filed on 04-apr-2022. Additional information (13-apr-2022): siemens evaluated the available information and found one sample not aspirated error in an analyzer log file. There was no indication of a reagent delivery issue. Routine analyzer maintenance is reportedly up to date. The cause of the falsely depressed creatinine (ecrej) patient sample test result is unknown. Pre-analytical variables or sample specific issues are potentially contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 - adverse event problem codes were updated.